Event description:
It was reported that the patient experienced phrenic nerve stimulation while sitting or laying down. The left ventricular (lv) lead was reprogrammed and remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.